Event description:
Boston scientific received information that this product which was previously surgically abandoned is a part of a planned system explant due to a patient infection. There was no report of adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this product was explanted. No adverse patient effects were reported.